Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose in the 30 mg/dl range at the time of the incident. The customer was at 127 mg/dl at the time of the call, per the sensor glucose reading from a competitor's sensor. The customer used juice and was given a glucagon shot to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer's doctor lowered their basal rates by 20% the previous day but the customer dropped to 56 mg/dl. The customer was also taking medication to raise blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Conclusion: reservoir does not leak and no occluded.

Event description:
Incident date has been changed to (B)(6) 2018.